Event description:
It was reported that the non-dependent patient presented for dc cardioversion for device unrelated atrial fibrillation. Upon device interrogation, it was noted that the rv pacing lead impedance was high and out of range. The trend also showed that the rv lead impedance had been steadily rising over a period of approximately a year. The threshold had risen very slightly and r waves were slightly variable. There were no adverse consequences to the patient. Patient will be scheduled for lead revision procedure. The patient was discharged without any issues.

Event description:
New information received notes that lead was explanted and replaced. Patient¿s condition was stable post-procedure.